Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusions occurred. Customer would "normally just resume insulin" to clear the alarm. Customer reported to wear the pump next to the skin. Tandem technical support advised customer to use a case with the pump. Customer could not recall if blood glucose was impacted. As the event occurred in the past, tandem technical support was unable to determine a possible cause of the occlusions.